Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support stating he had only three units of insulin remaining and no access to pump supplies for several hours; support advised that a supply change would be required and to seek medical guidance for interim management. Symptoms included elevated blood glucose, with a reported value of 332 mg/dl after a meal. Outcomes included no reported injury, hospitalization, or medical intervention beyond the recommendation to contact a healthcare professional. Investigation included a support assessment focused on troubleshooting and education regarding supply availability and appropriate pump management. Investigation of this case revealed no device malfunction was identified or confirmed, and the cause of the hyperglycemia remained unclear due to lack of access to supplies and incomplete data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.